Manufacturer narrative:
(B)(4)

Event description:
It was reported that the gauge of the everest manometer device showed slow movement when used for inflation of a balloon catheter. The needle did not rise up as expected. There was no adverse event to the patient reported.

Manufacturer narrative:
Evaluation summary: received for evaluation was one ac3200 everest inflation device with original packaging. There was no evident visual damage to the gauge/manometer. Contrast media solution was present in the syringe body; the stopcock was received engaged to the luer. Visual inspection to the stopcock detected no issues on the device, also visual inspection to the luer on the everest extension line resulted in no defect noted. All luers on the stopcock and the extension line were engaged to a y adaptor without issues. The needle on the gauge was received at 0atm. The device was tested at our lab as received; the lead screw was pull back to draw vacuum, the gauge needle move counter clockwise to the red ¿vac¿ reading. In order to recreate the reported failure the lead screw was pulled back with the tip of the luer in water resulting in water entering the syringe body. The device was inflated to max gauge pressure with steady movement of needle, a leak was noted coming out of a crack in the threads where the manometer and the syringe body preventing the device from holding pressure. The device was filled with colored water using red dye and a leak path was visible. Root cause could not be determined for the reported defect but there is no evidence that the reported defect is related to the manufacturing process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.